Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The issue, which occurred before contacting technical support, resolved. The pump began charging using non-tandem charging supplies.